Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed and found the proximal conductor fractured. The distal conductor had blood/body fluid (not obstructed), blood/body fluid in outer tubing overlay, outer tubing kinked/buckled, outer tubing overlay melted and cosmetic environmental stress crack, outer insulation breached cut, outer tubing overlay breached cut, exposed defib coil had white substance, helix/lobe distorted/bent, blood in/on the helix/lobe mechanism, and the lead was received at analysis with the steroid ring missing and it cannot be determined when this occurred. The device is part of the advisory for this model.

Event description:
It was reported that the lead was oversensing and the patient received two unnecessary shocks. Infection was also reported. The lead was removed. No further patient complications have been reported as a result of this event.